Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that for the past couple of months patient has been having issues charging their implant. Caller stated the patient is struggling to find the device and seemed to indicate seeing no device found message. Caller also reported an increase in implant charge duration; for example, it used to take maybe an hour to two at most to fully charge the implant and it is now taking probably about 2 hours to charge the implant halfway. Caller was not with the patient or the external equipment at the time of the call so will call back with patient and equipment present for further assistance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported that they recently began taking longer to charge. They reported their battery is also draining faster since first starting with their stimulator. They reported they also sometimes cannot find the implant. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.